Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned having itching all over her body and was not sure if it was due to antibiotics. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.